Event description:
The customer reported the occurrance of a falsely elevated non-repeatable total beta-hcg result on a patient sample. Negative results were obtained upon repeating testing. False positive total beta-hcg results may lead to inappropriate physician action. There was no report of patient harm as a result of this report.